Event description:
The event is reported as: complaint alleges that the concha neptune was involved in a melted heated wire circuit melt issue. No pt injury/consequence reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.